Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. The motor position encoder error alarm could not be verified due to overwritten history file. The excessive no delivery test and occlusion test could not be performed due to motor error alarms. It also had a scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the pump had a motor error alarm. The blood glucose at the time of the incident was unknown. The customer was able to rewind, prime and ran a self-test prior to calling which passed. It was stated that the alarm history also showed a motor position encoder error alarm. The device was replaced and returned for analysis.